Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgical procedure, the surgeon noticed the edges of the sponge became frayed. The frayed fibers fell into the patient's surgical incision and was able to retrieve all the frayed fibers within the incision. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.